Manufacturer narrative:
H3 device evaluation summary: device evaluation of monitor sn 05001420 has been completed. Upon evaluation the battery connector (j1) on the defibrillator board was found to be broken, preventing the monitor from powering up. The root cause of the broken battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) had a damaged battery connector. The last patient to use this monitor did not report any deficiencies.